Event description:
Treatment of an avm (arteriovenous malformation) measuring 1.0cm and located in the deep part of the left cerebrum, s/m grade: 3, eloquent area, non-hemorrhagic lesion. The patient presented with consciousness disturbance and paralysis of the extremities underwent onyx embolization treatment on (B)(6) 2010 involving 1 onyx 18 and 3 onyx 34. During the onyx injection, there was difficulty removing the microcatheter due to the vasculature and reflux of onyx. The microcatheter was removed with a snare with no harm to the patient. It was reported that the consciousness disturbance and paralysis of the extremities caused by the hemorrhage was subsiding according to a 12 month follow-up on (B)(6) 2012; however, the level of the hemorrhage was critical. These symptoms were not related to the onyx embolization. Another follow-up on (B)(6) 2013 showed the patient slowly recovering from the paralysis. Same event as MDR# 2029214-2013-00333.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the patient. The other device involved in the event is as follows: model: 105-7100-080 / lot: 8081878 / dom: 01/06/2010 / exp: 11/30/2012 (3 vials) (B)(4).